Event description:
It was reported that during the scheduled vena cava filter retrieval, a detached filter arm was noted to be embedded in the ivc wall. The filter was unsuccessfully retrieved; however. The detached arm could not be removed. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.